Event description:
It was reported that within ten days of implant the right ventricular (rv) lead had dislodged causing intermittent capture. The rv lead threshold was high and not acceptable. It was noted that the patient had received an appropriate and successful shock for a ventricular tachycardia in the ventricular fibrillation zone. It was opted to explant and replace the rv lead because it was thought that tissue may be in the helix of the original lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).